Manufacturer narrative:
Reported event: during initial set up of the robot while running pre-surgery checks I encountered a camera communication error in arm status check. Device evaluation and results: rived on site and saw camera errors in logs. Testing the fibers; they were under threshold for passing. Cleaned fibers until passing results were achieved. Device history review: a review of the DHR associated with (B)(4) found quality inspection procedures successfully passed. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(4) shows 1 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Pka/tka/tha: tka. Event description: during initial set up of the robot while running pre-surgery checks I encountered a camera communication error in arm status check. This error has occurred before and was attributed to "dirty cables." I used the prescribed fiber optic cleaning pen and cleaned all fiber optic cables. I then restarted the robot and had the same error. I cleaned the cables and restarted the robot approx 6 times before I was able to pass presurgery checks. Once passed the robot sat running for approx 20 min while waiting for the 1st case to finish. Once completed I went to enter into the total knee software and the screen was frozen. I did alt prntscrn k and was unable to unfreeze. I then did a hard restart and encountered the same issue as previously stated. At this point the robot was draped and preped for surgery with patient in the room. After several restarts and using the camera bypass I was able to get the robot to proceed. We then had another camera communication error when entering total knee software and I elected to attach the camera from the other robot as the patient was coming into the room. This was effective only with the camera bypass. Surgical delay: 20 minutes. (B)(4). Case was completed robotically on bypass.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Pka/tka/tha: tka. Event description: during initial set up of the robot while running pre-surgery checks I encountered a camera communication error in arm status check. This error has occurred before and was attributed to "dirty cables." I used the prescribed fiber optic cleaning pen and cleaned all fiber optic cables. I then restarted the robot and had the same error. I cleaned the cables and restarted the robot approx 6 times before I was able to pass presurgery checks. Once passed the robot sat running for approx 20 min while waiting for the 1st case to finish. Once completed I went to enter into the total knee software and the screen was frozen. I did alt prntscrn k and was unable to unfreeze. I then did a hard restart and encountered the same issue as previously stated. At this point the robot was draped and prepped for surgery with patient in the room. After several restarts and using the camera bypass I was able to get the robot to proceed. We then had another camera communication error when entering total knee software and I elected to attach the camera from the other robot as the patient was coming into the room. This was effective only with the camera bypass. Surgical delay: 20 minutes. Case was completed robotically on bypass.